Manufacturer narrative:
A national service specialist was on site and replaced the mc regulator. Although the instrument was repaired and returned into service, a definitive root cause for this event has not been determined to date. Mdrs associated with this event are: 2050012-2011-02217, 2050012-2011-02128.

Event description:
The customer reported that erratic initial and critical rerun modular glucose (glucm) results were generated on a unicel dxc 800 synchron system for multiple patient results. This report represents day one results generated on (B)(6) 2011. A secondary repeat result, generated from a second instrument was considered valid and reported out of the laboratory. The erroneous result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. There were no indications of quality control or calibration failures during the event timeframe.